Event description:
Pt reported telescoping piston rod during prime. Pt indicated the insulin in the cartridge was pushed out into the cartridge compartment. Pt did not report any physiological effect.